Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported failure mode, with the following clarification that the instrument was returned with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. The frayed segment is approximately 0.03 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgeon could not open/close the grips on the prograsp forceps instrument. The surgical staff removed the prograsp forceps instrument and inspection of the instrument found that it had a broken wire. The planned surgical procedure was completed with a replacement instrument. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.